Manufacturer narrative:
The customer indicated the device was discarded. During the investigation, no possible causes for the customer reported no flow were identified. The device was not returned to hospira for testing and investigation; therefore, attribution of the issue to the device could not be determined. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported no flow. On an unspecified date, the option-lok male adapter of a primary tubing set was connected to the female adapter of the extension tubing set and was bering used to deliver an unspecified solution. After an unspecified length of time, no flow of solution was noted. It was reported that kinking was noted in the tubing at an unspecified location on the extension tubing set. There were no reports of adverse pt effects and no reported delay of therapy critical to this pt. No medical interventions were required. Though requested, no additional info was provided including if the tubing set was replaced and the therapy was resumed.